Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #2) used to treat the patient. The patient's attorney alleges adhesions, hernia recurrence, and pain; however, no details have been provided. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventrio (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2012 or (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1) or an unspecified bard/davol ventralight st (device #2). The attorney alleges the patient had adhesions, hernia recurrence, and pain. As reported, the patient is making a claim for an adverse patient outcome against the ventrio (device #1) and ventralight st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."